Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over-torqued, which is consistent with procedural damage. Visual and x-ray examination of the helix mechanism did not find any anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix clogged with blood/tissue and the over-torqued inner coil. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths due to the over-torqued inner coil in the connector region.

Event description:
It was reported that during an initial implant procedure, the helix of the right atrial (ra) lead was observed to be defective. Further information was requested, but not yet available. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.